Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40mm abdominal aortic aneurysm. It was reported that approximately a year and a half later the patient presented emergently with left leg pain. A CT identified occlusion from thrombus in the stent graft limb (etlw1620c93ej) and occlusion from thrombus in the left popliteal artery. A thrombectomy and fem-fem bypass was performed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.